Manufacturer narrative:
Issues with activation of the needle shield device (nsd) are known and may occur due to assembly process error. Investigation has identified that the root cause of hard activation of the nsd is related to problems with the labels post-sterilization, where the glue melts and sticks to the nsd.

Manufacturer narrative:
Date of event in b3 is estimated.

Event description:
According to the complaint, a nurse encountered difficulty handling the needle shield device of the safepico (lot number: ny-50).